Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed full functionality testing and stress testing without duplicating the customer's report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device activity logs showed that the device was in lead ii view for the entire case. There was an ECG lead fault state and once the lead fault is resolved an ECG signal is viewable. There is a pads on event that shows a valid patient impedance is being measured by the device. There is no evidence that the lead view was changed to the pads view by the end user or that any of the defib functionality buttons were pressed, which would have changed the view to pads view and displayed an ECG signal. The user would need to switch to the "pads" view to obtain the ECG signal via the electrode pads attached to the patient. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.